Event description:
Two years ago I began to have lumps and pain in my breasts and arm pits. Every doctor told me there was no way this could be my implants. They were extremely wrong. I had to pay for removal and testing of implants and tissue. They found propionibacterium. This bacteria does not show up on standard lab tests, and the only way for me to tell of infection was removal. Here's my story, two years ago, on a beautiful, sunny (B)(6) day, I woke up to a huge lump under my armpit. It could barely lift my kids without extreme pain. My hypochondriac self was praying it wasn't anything serious. That's when I believe it all began. What my primary doctor labeled as an enlarged lymph node from an infected hair follicle soon aspirated to what I now believe was the beginning of my breast implant illness. One month later, we were surprised to find out we were pregnant with our 3rd baby, our sweet (B)(6). Still unsure what was going on with my body, the pain and lumps around my breasts and armpits only increased. All of my physicians at this point were clueless. They chalked it up to hormones. After all, a woman's body is ever changing during pregnancy. After (B)(6) was born, I had multiple breast ultrasounds. All coming back clear. I was relieved, no cancer. However, what was lurking was still a horrible illness, one that would soon consume every part of me. I began to loose my hair in huge clumps. My once thick mane, quickly thinned and became brittle. Again, I thought ok, my hormones are just regulating. But then came the extreme brain fog, confusion, neck and back pain, vision disturbances, eye twitch, muscle spasms, full body fatigue, ear pain/pressure, headaches, food intolerances, alcohol sensitivity, moodiness, depression. I used to be able to do a million things at one time, (mon life??), and now I had to tell my brain one thing at a time. I'd constantly be going in circles, forgetting what I had just told myself out loud 10 seconds prior. It was extremely frustrating. Everyday tasks became hard to accomplish. I was existing, going through the motions, but so far from "living". Blood work done, and nothing. I believe that was the depressing part. Feeling like I was slowly dying and not sure where to turn for help. All of the doctors kept telling me I was healthy. After moving to (B)(6), I sought help in integrative medicine. I saw a naturopath, who did more blood work. Almost all looking in moderate range, again. However, I was diagnosed with adrenal fatigue, toxic overload and vitamin deficiency. I was put on natural supplements and herbs, along with a natural diet filled with organic foods. Combining that with acupuncture and chiropractic care, after four months I started to see more good days than bad. But still not feeling like myself, I kept searching. I have breast implant illness, and one day you will acknowledge that.